Event description:
Related manufacturer reference number: 2017865-2022-11681. It was reported that the patient presented in the operation room for implant procedure. During the procedure, it was noted that the newly implanted pacemaker failed to produce low voltage output and the new right ventricular (rv) lead failed to capture. Also, the physician failed to remove the rv lead from the pacemaker. The pacemaker and rv lead were not installed and the procedure was completed using an alternate pacemaker and rv lead on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported events of failure to capture and failure to disconnect lead from the pacemaker header were not confirmed. As received, a partial connector segment of the lead was returned in one piece measuring 23.0 / 47.0 cm (outer and inner insulations, inner coil / stretched outer coil). Electrical testing did not find any indication of conductor fractures but conductor shorts were noted due to procedural damage at the connector region. Visual inspection and x-ray examination of the returned segment did not find any anomalies except for the damages found consistent with procedural damage.